Event description:
The patient reportedly experienced intermittencies between his device and external equipment. External equipment has been exchanged and programming changes have been done, however, the problem did not resolve. Testing of the device showed a delay in obtaining lock. Surgery to explant the patient's device has been scheduled.